Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the foot on the actual implant broke off during a mastoidectomy with ossicular chain reconstruction procedure. It was noted that the device was not broken before the surgeon tried to place the implant. The device broke into two pieces, the footplate broke off as the surgeon tried to place it, but both pieces were recovered. There was no delay in the procedure as a result of this event. The procedure was completed with a backup device. There was no patient impact.